Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this left ventricular (lv) lead was seen in clinic for a lead evaluation. Technical services (ts) advised pacing impedance measurements were high out of range and there was no capture. Pacing on this lv lead was configured to lv tip to right ventricular (rv) lead. The lv lead was reprogrammed to lv tip to ring 2 and pacing impedance measurements were within normal limits and capture was confirmed. This lv lead was turned off and the device reprogrammed. After reprogramming the ejection fraction of the patient had improved. Additional information has been requested but not provided at this time. This lv lead remains in service. No additional adverse patient effects were reported.